Manufacturer narrative:
A ge healthcare service representative recommended that the anesthesia control board be replaced. The customer has not reported any repair or resolution information.

Event description:
The hospital reported the anesthesia machine had a system malfunction alarm displayed on the screen. There was no report of patient involvement.